Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation with concurrent procedures anterior and posterior colpopexy, enterocele repair, sacrospinous and uterosacral colpopexy, abdominal paravaginal repair, blt, enterolysis and cystourethroscopy. Post implantation the patient experienced pain, infection, urinary problems and protrusion into bladder. It was reported that patient underwent cysoturethoscopy and urethral dilation on (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 for the treatment of stress urinary incontinence and mesh was implanted. The patient experienced multiple complications, including erosion, bleeding, incontinence, infection, swelling, difficulty voiding, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. She underwent a mesh excision surgeries on (B)(6) 2004 and (B)(6) 2005. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2004. The patient underwent mesh revision concurrently with ureterolithiasis, cystourethroscopy, urethral dilation, laparotomy, cystotomy with removal of foreign body, left urethral catheterization and repair of cystotomy due to bladder neck obstruction, recurrent urinary infections and bladder foreign body on (B)(6) 2004. The patient underwent mesh revision concurrently with cystoscopy, pelvic exploration, lysis of multiple adhesions, difficult complicated cytolysis, excision of bladder body, cystoplasty and reconstruction, omental flap and suprapubic tube placement due to erosion, multiple adhesions and recurrent infections on (B)(6) 2005. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.